Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected restart error test and displacement test. Unit was monitored for 24 hrs and no unexpected changes of brightness, abnormal darkness or display anomalies were noted. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with missing end cap sticker. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported  via phone call t hat they had a  display  anomaly. The screen would change brightness and was almost unreadable. There would be an abnormal darkness but it would not go fully black. The insulin pump was neither dropped nor bumped. The customer's blood glucose level was unknown. The device will be returned for analysis.